Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient stated after receiving a sensor failed error on the dexcom after the warm-up period, they restarted the system and it successfully completed warm-up displaying high with two double arrows going up. The patient used their blood glucose meter and stated the reading was at 448 mg/dl or 458 mg/dl. They stated they needed to eat, so they treated themselves with insulin prior to eating. After taking insulin and eating, the patient remembered seeing 348 mg/dl on the dexcom and noticed the value started to go up; so she tested her blood sugar again. The last thing the patient remembered was her husband trying to help her and he called the emergency medical technician's (emts). They arrived at 3:00am at which point the patient's blood sugar was really low and they treated her to raise her blood sugar. The emts left when the patient's blood sugar was 550 mg/dl. At the time of contact, the patient was doing fine. No additional patient or event information is available. It was reported that the patient restarted the sensor prior to issue. Labeling indicates: there are different ways your sensor session might end. The most common is your sensor¿s typical seven-day time frame ended. The second is ending the sensor session early. You may end a session early based on a personal decision, or on rare occasions, the receiver or app detects sensor issues and prompts you to end the session. Once a sensor session has expired, you are ready to start your new session! If you¿re not sure what to do, the app will provide instructions, or you can refer to the getting started guide, view the online tutorials, or go to chapter 6 in the user guide.